Event description:
It was reported when the physician removed the staples from the ipg implant site he noted the wound had not closed and the anchors were visible. The surgeon took the pt to surgery on (B)(6) 2012 and the ipg incision site was flushed and closed. No devices were removed during the procedure. It was reported the site will be examined at a postoperative appointment in order to program his scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.